Manufacturer narrative:
This is one of two device reports related to the same event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney that the pt experienced injuries including cardiac arrest and subsequently expired, which is alleged to have been caused by products administered during dialysis treatment.